Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin squirted out from the infusion set and display had crack. The customer¿s blood glucose was unknown at the time of the incident. Customer states that it affect ability to see the display. Customer states that insulin pump had unexplained no delivery alarms and grinding noise. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test. No unexpected rewind anomalies noted. No unexpected grinding noise anomalies noted. No excessive no delivery or occlusion alarm noted. Device primed properly. No unexpected missing segment or partial display anomalies. No unexpected low battery alarm anomalies noted. The motor was tested outside of the device and passed. Device received with stripped battery cap coin slot and cracked case at the display window corners. (B)(4).